Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to blood glucose level of 500mg/dl. The customer was treated with intravenous insulin and saline and was discharged on 10/06/2022 with no permanent damage. Reportedly, an altitude alarm occurred. The customer performed a cartridge change to resolve the issue.